Manufacturer narrative:
.

Event description:
The consumer via the manufacturer's representative (rep) reported a confirmed overdischarged battery. The patient was not able to charge and the overdischarge was confirmed on (B)(6) 2016. The managing healthcare provider (hcp) was choosing the replace the device as an action to resolve the issue. Surgical intervention was scheduled for (B)(6) 2016. At the time of the report, the issue was not resolved. The patient experienced no symptoms the rep was aware of. Relevant medical history included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.